Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a 25-year-old female patient, the device was unable to detect the attached electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that while attempting to monitor a 25-year-old female patient, the device was unable to detect the ECG leads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section b5. Evaluation results: the device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the device log found that the ECG signal did appeared in the lead ii view. This report was inadvertently submitted and reports of this nature are typically not submitted as there would be no potential for clinical impact due to the availability of ECG through electrode pads/paddles or internal handles. No trend is associated with reports of this type.